Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trochanteric fixation nail advanced buttress compression nut was cross threaded on the screw guide sleeve making it difficult to remove from the targeting arm. As a result, the surgeon removed the devices as one piece. There was no surgical delay. Surgical procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: unknown aiming arm (part unknown, lot unknown, quantity unknown). This report is for one (1) buttress/compression nut. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.037.016. Lot: 9423622. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2015. The device history record shows this lot of 36 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a buttress compression nut cross threaded/stuck on a protection/guide sleeve which agrees with the reported complaint condition. The nut is stuck approximately 23mm (calipers ca592) from the most proximal threadform of the protection/guide sleeve. Functional test: a functional test was conducted and the buttress nut could not be moved/translated on the guide sleeve. Therefore the reported complaint condition of the nut and sleeve being stuck together was able to be replicated and confirmed at cq. The aiming arm involved in the event was not returned. Therefore the reported condition of the 2 stuck together devices being difficult to remove from the targeting arm was not able to be replicated at cq. The returned device was manufactured in april 2015. The device history record shows this lot of 36 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the relevant drawings were reviewed; the buttress/compression nut (03.037.016) is a reusable instrument in the trochanteric fixation nail advanced system to aid with head element insertion. No product design issues or discrepancies were observed. Dimensional inspection: dimensional analysis was not able to be performed because the inside diameter/female threads are not accessible as the device is stuck on the returned protection/guide sleeve. Conclusion: a definitive root cause for the buttress compression nut becoming stuck on the protection/guide sleeve could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.